Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the right leg. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. Then, three of the same devices also ruptured. The procedure was completed with a 2x100 coyote balloon catheter and a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
A1 - date of birth: birth year 1949. Returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 15.6cm distal from the strain relief. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the right leg. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. Then, three of the same devices also ruptured. The procedure was completed with a 2x100 coyote balloon catheter and a non-bsc balloon catheter. No patient complications were reported.